Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic gastrectomy, it was found that the package was partially peeled off before the package was opened. The package did not keep sterile condition. Another device was used to complete the case. There were no adverse consequences to the patient.